Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted concurrently with hysterectomy, due to stress urinary incontinence, prolapse, and rectocele. The patient experienced pain, erosion, infection, bleeding, dyspareunia, and urinary problems. It was reported that the patient had removal of right vaginal apex suture on (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic cholecystectomy, umbilical herniorrhaphy, bilateral salpingo-oophorectomy, modified mccall¿s uterosacral ligament suspension of the vaginal apex, posterior colpoperineorrhaphy, laparoscopic pelvic inspection, closure of umbilical laparoscopic port, and cystoscopy.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic cholecystectomy, umbilical herniorrhaphy, bilateral salpingo-oophorectomy, modified mccall¿s uterosacral ligament suspension of the vaginal apex, posterior colpoperineorrhaphy, laparoscopic pelvic inspection, closure of umbilical laparoscopic port, and cystoscopy.